Event description:
It was reported that during a laparoscopic gastric bypass procedure, with the sleeves. The operator was well trained. There was leakage from the start. Does not matter what sort of instruments they used. It causes frustration from the surgeon and the or team and it prolongs the operating time and uses a lot more gas than necessary. Does not help to tap it or to put your fingers in to make it better. It just helps a little bit for a while. A 396 liters of gas needed to be used during the whole surgery. Another device was used to complete procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at the slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.